Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to redness at the pocket site. The patient was asymptomatic. The pocket was revised on (B)(6) 2021. The patient was stable throughout.